Manufacturer narrative:
The complaint of sensing problem and error message were not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant procedure, it was noted the device was unable to sense the r wave and an error message was shown. Technical support was contacted and recommended re-interrogation following a restart of the programmer. The device was interrogated again following technical supports recommendations and the device was still not able to sense the r wave. The device was explanted and replaced to resolve the event. The patient was stable.